Event description:
It was reported that over the course of breast brachytherapy treatment, the customer noticed the black ink shaft marks were fading. The marks were preserved by placing tegaderm over the shaft and the pt's treatment was completed.

Manufacturer narrative:
The device history records were reviewed and confirmed there were no non-conformances associated with the lot related to the reported complaint. The lot met all release criteria. This is the first event reported for this lot number. The returned sample was evaluated. Visual examination confirmed the presence of tegaderm around the shaft of the catheter. In addition, it was confirmed that the lumen orientation line and the depth marking were missing distal to the 10cm mark. Proximal marks, while present, could not be read. All other functional testing performed on the balloon and the catheter met specifications. Testing confirmed that disinfecting and/or prep solutions such as alcohol do not affect the markings. Additional testing is suggestive, but not conclusive, that pt factors may contribute to this type of reported event. The definitive root cause is unk. This type of event will be monitored and corrective/preventative actions will be implemented as appropriate. The current instructions for use (IFU) for this device states: CT imaging should be used in conjunction with commercially available treatment planning software to determine appropriate source lumens, source dwell positions and dwell times for optimized radiation delivery of a prescribed dose to the targeted treatment of volume. Warning: to insure appropriate treatment dose distribution, the applicator must be imaged prior to delivering each fraction of radiation to confirm correct position, balloon volume, skin spacing and conformance.